Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation, the power connector of the unit was corroded; and the unit can not be powered on in order to collect the error log/machine hours error code numbers/software version. The device has been scrapped.